Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brushes breakdown very quickly, head becomes loose from the handle; usually feel it as soon as brush is placed: like it barely moves [device breakage]. No adverse event [no adverse event]. If I firmly scratch the grey logo with a coin, I can scratch the letters off, so I'm afraid these are not the original brushes [suspected counterfeit product]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft or precision clean brushheads breakdown very quickly, and the head becomes loose from the handle. She reported this happens regularly, and recently 2 times in a row shortly after a new brush had been placed. The consumer explained she can usually "feel it" as soon as the brush is placed, stating it's like it barely moves. She reported she had used oral-b for years, and did not think the problem was due to placing the brush incorrectly, or inadequate cleaning of the attachment. She had also tried using the brush heads with different brush handles, and determined the problem was not caused by the handle. No symptoms developed. On 7-apr-2016 received follow-up: the consumer reported she had the "last brushes from [her] stock." She reported that if she firmly scratched the grey logo with a coin, she can scratch off the letters. She stated she was afraid these were not original brushes. No symptoms developed.